Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was admitted to the hospital with significant anemia. As the day progressed, the patient's urine reportedly got darker and the labs showed increased lactate dehydrogenase (ldh) levels, elevated creatinine levels with evidence of hemolysis. Approximately two months prior, the patient had been admitted for power spikes and anemia which the hospital reported resolved with the administration of heparin, an elevated international normalized ratio (inr) goal, and a couple of blood units (reference manufacturer's medwatch report # 0002916596-2012-00708).

Manufacturer narrative:
The patient remains hospitalized under medical observation pending a decision by the hospital on the next step for the course of treatment. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.